Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants that the left side deflated after implantation. The issue diagnosed by ultrasound. As a result, the patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On 04/02/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/02/2018, new information indicates the replacement for the left device is as follow: catalog number 3501650, lot number 7506652, and the serial number is (B)(4). Date of event is (B)(6) 2018, and date of implantation is (B)(6) 2005. On 4/13/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device was received without fluid. White foreign material was observed within the device. Visual examination was performed and the device appears intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent measuring 0.4 cm on the anterior aspect. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).